Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 ventilator powered down and stopped ventilating. It remained off for approximately five seconds and started back up on its own and then it happened again after four minutes. Based on the review of the logs, it was identified that there was a loss of ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the power switch faulty and duplicated the reported problem. The sp verified that there were no hardware related errors in memory. Sp replaced the power switch to resolve the issue. The ventilator passed all testing per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the component power switch. The event was included in data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator powered down  and stopped ventilating. It remained off for approximately five seconds and started back up on its own and then it happened again after four minutes. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 ventilator powered down and stopped ventilating. It remained off for approximately five seconds and started back up on its own and then it happened again after four minutes. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue of intermittent shutdown. Sp found the power switch was faulty. To solve the issue sp replaced the faulty power switch with new one. The unit passed all test and calibrations as per manufacturer specifications at the time of service and has been returned to the customer. Based on review of the logs it was identified that there was evidence of malfunction that would cause a loss of ventilation. One power switch was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced power switch did resolve the issue in the field however, the returned component (power switch) was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.